Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited double counting of the r-waves. A lead integrity alert (lia) triggered for sensing integrity counter (sic) and high rate non-sustained episodes. Subsequently, t-wave oversensing (twos) episodes were noted. Reprogramming was performed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.